Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to address the change in the cause of the malfunction. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
H10: e2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had a loose contact. The issue was found during an unspecified procedure which was completed using the similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: because cable unit is cracked, the endoscopic image is flickering. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause is traced to the user not following the manufacturer's instructions. The event can be prevented by following the instructions for use which state: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a loose contact. The issue was found during an unspecified procedure which was completed using the similar device. There were no reports of patient harm.